Event description:
It was reported that the catheter was placed sometime in 2006. Two days later the "kinked catheter" alarm sounded and the clinician found blood in the gas line. The iab was removed and not replaced because the patient expired. The customer reported the patient was not expected to survive in spite of the reported complication.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.